Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt's family member in ending the therapy early. The home pt completed therapy by starting a new therapy session with the same supplies. No pt injury or medical intervention was associated with this incident per the home pt's nurse.